Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on report is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made to obtain additional information regarding the issue; however, no response was received from the customer. No additional patient or event information was available.